Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the expiratory cassette. The issue with flow transducer test failure related to the expiratory cassette may occur if the expiratory cassette is not correctly seated in the cassette compartment or if there are traces of water collected inside the expiratory cassette (i.e. After cleaning). Drying the cassette properly usually helps in these cases. The replaced expiratory cassette was not returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).